Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, after passing the forceps down gastroscope working channel, the device was opened and a biopsy was taken. However, when the forceps was closed, the jaw jammed and could not be re-opened. Furthermore, the pull wires were protruding from the cup bottoms and the physician indicated that the forceps could not be removed from the scope. Both the scope and device were removed in tandem and the tip of the forceps was cut off, to allow for the device to be removed from the biopsy channel. The pt was re-scoped and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Other (will not open). The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.